Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Manufacturing location: (B)(4) / packaged, sterilized and released by: (B)(4). Release to warehouse date: 17-sep-2020. Expiration date: 01-sep-2030. Part number: 04.038.280s, tfna helical blade 80mm -sterile. Lot number: 69p7423 (sterile). Lot quantity: (B)(4). Note: helical blade was manufactured by elmira; lot number 67p1832. Parts were packaged, sterilized and released by monument. Production order traveler met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 the patient underwent an open reduction internal fixation surgery for a femoral trochanteric fracture. In the surgery, the femoral neck angle was 100 degrees and the bone head was dislocated posteriorly 90 degrees. The surgery was performed two (2) days after the patient fractured the bone. It was unable to be reduced initially but approximately one (1) hour later the fracture was reduced. The implants were successfully set and the surgery was completed successfully. On (B)(6) 2020 an x-ray and CT showed that the bone head was dislocated. The bone head was dislocated at the original position (before reduction) and the blade was cut-out anteriorly 2mm. The patient will undergo a revision surgery on (B)(6) 2020 to remove the implants during a bipolar hemi-arthroplasty (bha). The patient was not weight bearing because she used the wheelchair before and after the surgery. She didn¿t report the pain because she had parkinson's disease. The blade fixation was lost against the bone head dislocation torque. Concomitant device reported: 12mm/125 deg ti cann tfna 170mm - sterile (part# 04.037.212s; lot# 33p9898; quantity: 1). This report is for one (1) tfna helical blade 80mm sterile. This is report 1 of 1 for (B)(4).